Event description:
It was reported to philips that the device's battery pins were there was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified in the lab. Failure was localized to j1 pin 4 which was found to be permanently compressed and bent.